Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient went to emergency visit due to low blood glucose level event on (B)(6) 2026. The patient was subsequently hospitalized on (B)(6) 2026, with a length of hospitalization greater than twenty-four hours. The patient's blood glucose level during hospitalization was 32 mg/dl and was treated with intravenous (IV) drip. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.